Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to obtain telemetry. There was no magnet response or pacing. The patient said that his device "just died." Two different programmers were used, the patient leaned into the programming head, and the software was uploaded, but the ipg could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.